Event description:
On or about (B)(6) 2009, pt was implanted with a bard ventralex patch (lot # huta0927) for repair of an incisional hernia. Following the procedure, pt suffered numerous complications including 12 bowel obstructions necessitating removal of the device, bowel resection, open lysis of adhesions and a hernia repair in (B)(6) 2012.